Manufacturer narrative:
The information in this manufacturing report supersedes any prior manufacturer report for 3009897021-2014-00107. A f/u number for this file was submitted in error prior to the initial report. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error.

Event description:
On (B)(6) 2014, kci clinical case specialist reviewed patient clinical notes which stated: the patient started v.a.c. Therapy on (B)(6) 2014 and did not return for dressing changes for 2 weeks. The patient was admitted to the hospital on (B)(6) 2014 due to foreign bodies, alleged to be v.a.c. Dressing, was embedded in the wound. Per patient medical records: on (B)(6) 2014, the patient presented to the emergency department with foreign bodies, alleged to be v.a.c. Dressing, embedded in the wound. The patient was taken to the operating room on (B)(6) 2014 for removal of foreign bodies under anesthesia.